Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in basic evaluation. It was reported that patient broke the lead on the right side. She had since been switched to the left side. A day later, patient further reported that she was unable to increase stim before getting error message¿ unable to provide desired settings¿. There were no further complications that have been reported as a result of this event.